Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-01953.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coils) and a penumbra smart coil handle (handle). During the procedure, the physician advanced a smart coil in the target vessel using a non-penumbra microcatheter and attempted to detach the smart coil using the handle. After multiple attempts, the smart coil failed to detach although it was reported that the detachment marker was separated into two parts; therefore, the smart coil and handle were removed. The procedure was completed using other smart coils, another handle, and the same microcatheter. There was no report of an adverse effect to the patient.